Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left breast implant saline mentor smooth round moderate profile 375cc, serial number (B)(4), catalog number 3501660. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate profile 375cc saline breast implant that the right side deflated after implantation. The issue was diagnosed during physical examination. As a result, the patient had bilateral removal and replacement on (B)(6) 2018.

Manufacturer narrative:
On 6/8/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information indicated that on 03/08/2018, patient underwent bilateral removal and replacement with following devices: left: catalog number 3501670, lot number 7534456, serial number (B)(4). Right- catalog number 3501670, lot number 7534456, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered a rent measuring approximately 1.7 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. Also was noticed a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. All the implants are 100% inspected before leaving the facility. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).